Event description:
An aneurx stent graft sys was implanted in a pt for treatment of an abdominal aortic aneurysm. It was reported that at upon final angiogram there was a type I endoleak. The physicians elected to place an aortic cuff. It was reported approx one hr post procedure the aneurysm ruptured. The physician elected to surgically convert the pt to a conventional stent. The explanted stent graft is pending eval. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusions: other (pending device returned for eval).